Event description:
It was reported that the patient's generator was explanted, not related to device battery life previously reported. The explanting facility does not return explanted products to manufacturers; therefore, return of the suspect product is not expected to date. An ohm's law calculation was performed which indicated that the device should have been able to deliver the programmed output current with the given lead impedance and normal device variation in impedance accuracy and maximum output voltage. The internal data of the patient's generator was reviewed. The last battery status indicator showed that the generator had 25% battery remaining and the capacity of the battery consumed was 63.449%. There is a slight discrepancy between the battery percentage remaining and the capacity used. On the date that low output current was seen; the peak output current was indicated as 3.25ma despite programmed to 3.5ma. No other anomalies were identified. No further relevant information has been received to date.

Event description:
It was reported that the patient's generator battery indicated less than 25% capacity remaining. The representative wanted to know if the battery depletion was normal. During a review of the internal data of the generator that was sent in, low output current was identified. The device history records were reviewed and the generator passed all functional specifications and quality tests prior to distribution. Based on the trim test tab date, the generator was not subjected to laser-routing. No further relevant information has been received to date.